Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During power-on testing, the c-34 error was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had an error c-34 when using all the instruments. Site replaced the cautery cables, but the issue persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed the behavior. Tse asked her to power cycle the erbe but the error come back at power up. Tse guided caller to try with classic mode without improvement and to replace with a force triad generator, but she was not able to find the cable to connect to the robot. Site converted to a traditional laparoscopic surgery.